Event description:
Small micro-perforation resolved with a balloon.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.